Event description:
Complainant alleged that during functional testing, the device's pacer output was above specification when measured with an analyzer. Complainant indicated that there was no patient involvement in the reported malfunction.